Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that occlusion occurred while using ll vlv adpt(stand alone). The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. The patient received central venous catheter puncture due to skin pressure sores in the compression zone and acute renal failure. On (B)(6) 2020, when the nurse was maintaining the central venous catheter, he disassembled the infusion connector with batch number, and first connected the infusion connector with a 0.9% ns10ml sterile syringe to the central venous catheter after flushing the tube, it was found that the syringe stopper could not be pushed and the blood could not be withdrawn normally, so the infusion connector of the same batch number was replaced, and the disposable sterile syringe 10ml was reconnected, and the tube could be flushed normally. The event did not cause adverse effects on the patient. The same problem with the infusion connector with batch number has been reported on (B)(6) 2020.

Event description:
It was reported that occlusion occurred while using ll vlv adpt(stand alone). The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. The patient received central venous catheter puncture due to skin pressure sores in the compression zone and acute renal failure. On (B)(6) 2020, when the nurse was maintaining the central venous catheter, he disassembled the infusion connector with batch number, and first connected the infusion connector with a 0.9% ns10ml sterile syringe to the central venous catheter after flushing the tube, it was found that the syringe stopper could not be pushed and the blood could not be withdrawn normally, so the infusion connector of the same batch number was replaced, and the disposable sterile syringe 10ml was reconnected, and the tube could be flushed normally. The event did not cause adverse effects on the patient. The same problem with the infusion connector with batch number has been reported on (B)(6) 2020.

Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19065676. Further details regarding the customer's experience were not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065676 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. The connecting syringe in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.